Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the subject meter started reading inaccurately in (B)(6) 2016; however, no results were provided by the reporter. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that after obtaining the alleged inaccurate results, the patient increased his insulin medication. The reporter claimed that an unknown time after the start of the alleged issue, the patient developed symptoms of ¿sweating, shaking [and] skin was discoloured¿ which he associated with hypoglycemia. The reporter denied that the patient received any treatment for his symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The reporter was unable or unwilling to say whether the patient¿s test strips had been stored correctly, or whether they were within expiry date as they had all been used. The test strip lot number was unavailable. The reporter did not have control solution available to test the meter. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurately high blood glucose readings on the subject meter, administered increased medication as a result of the high readings, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.